Manufacturer narrative:
The guide was returned to the manufacturer for evaluation. After visual/physical examination the reported issue could not be confirmed. The base was returned without the guide stem. They could not confirm the reported failure without the mating part. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the guide stem would not pop into the straight base properly. They could fit it in right, but whenever they tried to move it with the navigus probe in it, the guide stem would pop out. This occurred even when the locking ring was tightened completely, then barely untightened. They switched to an angled base and continued with the procedure. There was less than an hour delay in the procedure. No impact on patient outcome.